Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. The logs show that the configuration of the reagent stations, final reagent thresholds, reagent management and the configuration of the validated protocol used to process tissue samples in the run exhibiting sub-optimal tissue processing were identical to the MFR recommendations; and that the reagent change threshold were similar, but not identical, to the MFR recommendations. However, the minor differences were not considered to have either caused or contributed to the sub-optimal tissue processing reported. The leica peloris rapid tissue processor user manual, which may be accessed from the on-board computer, states that the <changed> option should be selected only when the contents of the bottle have been replaced. The logs show that at 22:31pm, on (B)(6) 2011, bottle 8 (ethanol) was disconnected from the corresponding bottle sensor for a period of 4 seconds, which is insufficient time to complete the reagent change procedure. The bottle 8 icon would have been hatched in the <status> screen because the reagent concentration was below the change threshold of 51%, and a warning message displayed on the screen. The operator incorrectly selected the <changed> option, and affirmed that the default concentration of 100% was to be applied even tough the reagent had not been replaced, and the actual ethanol concentration remained as 50.6%. Bottle 8 was used for the final dehydrant step which requires a minimum concentration of 98%; resulting in re-introduction of water into the tissue, contamination of reagents and wax used for subsequent processing steps and sub-optimal tissue processing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from the surgical pathology department at (B)(6) hospital regarding sub-optimal tissue processing from two (2) protocols which completed on (B)(6) 2011, using peloris tissue processor serial number (B)(4). On (B)(4) 2011, leica microsystems received info that all samples from the protocols exhibiting sub-optimal tissue processing were able to be reported.